Manufacturer narrative:
Unresponsive button due to flattened dome switch at act button on keypad trace. Also, unit had missing end cap sticker.(B)(4)

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user input. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 111 mg/dl at time of reporting. Nothing further reported.